Event description:
Customer alleged blood glucose results of 100 mg/dl, 230 mg/dl, and 64 mg/dl, when testing was performed back-to-back on the advantage system. The customer declined to provide information related to symptoms, treatment or actions. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.